Event description:
The complainant alleged that during routine shift check by a clinician, the device's key switch rotated 360 degrees, not allowing the clinician to select manual mode. The complainant indicated that there was no pt involvement in the reported malfunction.